Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l apac had a crack on the arterial blood port resulting to an external blood and fluid leak during patient treatment. Treatment was discontinued and a new device was used to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed by naked eye of the product, no conspicuousness could be found. A leakage test of the blood side was performed and a leak could be found. A leakage test of dialysate side was also performed and a crack in the welding zone was found. The reported condition was verified. The cause of the condition was determined to be pur residue on the weld seam. Should additional relevant information become available, a supplemental report will be submitted.